Manufacturer narrative:
It was reported that the patient became hypotensive when the delivery system with the valve were inserted during procedure. During deployment of the valve, the patient required medication for hemodynamic support. Echocardiography confirmed no pericardial effusion. The final implant depth of the valve was 3 mm at the non-coronary cusp and 7 mm at the left coronary cusp. The patient required cardiopulmonary resuscitation (CPR) for continued hypotension and pulseless electrical activity (pea). Patient briefly had return of spontaneous circulation (rosc) for approximately 10 minutes before recurrence of hypotension. CPR was required again and the patient expired after approximately 30-minutes of advanced cardiac life support (acls) without a clear cause. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The average annulus diameter was 19.8mm, area was 292.6mm^2, and perimeter was 62.6mm. During the procedure, the patient became hypotensive when the delivery system with the valve were inserted. During deployment of the valve, the patient required medication for hemodynamic support. The valve was implanted at a good depth with no evidence of perivalvular leak (pvl). The final implant depth of the valve was 3mm at the non-coronary cusp and 7mm at the left coronary cusp. The patient remained hypotensive. Echocardiography confirmed no pericardial effusion. The iliac artery was imaged with no extravasation present. The patient required cardiopulmonary resuscitation (CPR) for continued hypotension and pulseless electrical activity (pea). Patient briefly had return of spontaneous circulation (rosc) for approximately 10 minutes before recurrence of hypotension. CPR was required again. The patient expired after approximately 30 minutes of advanced cardiac life support (acls) without a clear cause.